Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that insulin from the reservoir leaked past the o-rings. The customer stated that her blood glucose has been steadily going up as 433mg/dl all day. The customer removed the reservoir out from the device and attempted to perform a manual prime with the plunger, but it was not moving. No further information was provided.